Event description:
It was initially reported that the patient had passed away. Further review indicated that the patient passes away 3 days following generator and lead replacement. Follow-up indicated that the cause of death was believed to be sudep. The patent passed away in their sleep and the death was not related to vns. The patient was buried with the generator and lead so they will not be returned to the manufacturer for evaluation. No further information was provided.

Event description:
Cause of death information obtained from the national death index (ndi) was reviewed by the manufacturer which indicated that the patient's cause of death was probable sudep with underlying cause of sleep apnea, other and unspecified convulsions. There is no allegation or other information indicating that the death is related to vns.

Manufacturer narrative:
Date received by manufacturer (mo/day/yr) , corrected data, supplemental MDR #1 inadvertently omitted the received date. Correct date is (B)(6) 2016.